Manufacturer narrative:
Investigation is ongoing. H3: device not returned.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra valve in the aortic position, shockwave was performed to the access vessel prior to inserting the sheath and delivery system. Despite this, there was difficulty with esheath insertion into the patient. The tip of the esheath appeared 'frayed and split' upon removal. The case was completed successfully and no vascular injuries occurred.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: the product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided and the following were observed: calcification present in the patient's access vessel (right side) and the sheath's distal tip was torn radially. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander IFU's were reviewed. It's noted in the esheath+ IFU under precautions to 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set'. Precautions under the commander IFU include the following: 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip torn was confirmed per evaluation of the provided device imagery. However, the complaint for difficulty introducing sheath was unable to be confirmed as no relevant imagery/device were returned. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per the complaint description, 'the tip of the esheath appeared 'frayed and split' upon removal.' Per evaluation of the provided device imagery, the sheath distal tip was observed to be torn radially. The failure mode is characteristic of sheath tip tear events as described in a pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of calcification near the aortic bifurcation. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Similar to tortuosity, calcification can create a constrained effect on the sheath leading to sub-optimal conditions for distal tip expansion. Calcification can also lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip in the process of advancement. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. As reported, 'during implant of a 26 mm sapien 3 ultra valve in the aortic position, shockwave was performed to the access vessel prior to inserting the sheath and delivery system. Despite this, there was difficulty with esheath insertion into the patient.' Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Calcification can reduce the vessel lumen diameter and may increase restriction leading to difficulty during insertion. Additionally, calcification can also result in the creation of sub-optimal angles during sheath insertion that may lead to further difficulty. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.